Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. The overlay tubing of the lead was observed to have blood ingression. The analyst noted there is a fracture on the distal conductor at 23.3 cm, 23.4 cm, and 30 cm. There is an overstess fracture in the rv conductor in the rv connector at 1.5 cm, explant damage. There are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted with no information as to why the lead was explanted and no allegations against the lead. Information was unable to be obtained as to why the lead was explanted. The lead was returned, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.